Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator was not registering grounding pads. The staff replaced the grounding pad three times, with no change. The staff installed a force triad (ft) generator. The staff was not able to fire the monopolar instrument. The staff moved the energy connection to the second monopolar energy port on the ft. The monopolar energy was restored. The staff completed the procedure as planned. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the caller place the grounding pad on his forearm to determine if the erbe generator sensed a ground or not. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. When the iesu was tested, it displayed error m-02-3 upon startup and later recorded error n-08. A review of the iesu log additionally showed errors c-84, c-00, and m-02. The complaint was confirmed based on failure analysis. The probable cause of the reported complaint can be attributed to a faulty electrical component inside the iesu.